Event description:
Port-a-cathe had been inserted 9/18/91. In february 1992 the home health nurse noticed a leak around the needle. Per physician - x-rays were performed at another hospital which showed the port-a-cath leaking. On 3/2/92 the port a-cath was removed in surgery & another was implanted. The md did not document his evaluation of the device after it was removeddevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.